Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the physician flushed the catheter, and during insertion, the irrigation was not possible with the guidewire inside. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.